Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was delaminated. Functional testing was performed, and the complaint was verified. The cause is dso seal. Replaced dso seal. To correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was delaminated. Discovered during testing. There wsa no patient involvement.